Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Root cause description: undetermined. Rationale: no batch#/sample available. No further investigation required.

Event description:
It was reported that 5 needle 26x3/8 ib experienced a clogged/blocked needle which was noted during use. The following information was provided by the initial reporter: material no.: 305110 batch no.: unknown (provided: 8298998). Description of issue: contact reported not being able to fill a syringe with 5 different needle tips. Number of occurrences: 5. Did the customer insert the needle into the cartridge and encounter fill resistance? -no. Proceed to step 4. Item number: -26 g, 3/8" needle ¿ 305110. Product lot number: 8298998. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: customer used needle tips until one worked. Customer went through 5 that did not work all with same syringe.

Manufacturer narrative:
Further review of this complaint has determined it to be an incident of the device being difficult/unable to aspirate. This event type is unlikely to cause patient harm, making the complaint not reportable. This complaint should therefore be disregarded. H3 other text : see h.10.

Event description:
It was reported that 5 needle 26x3/8 ib experienced a clogged/blocked needle which was noted during use. The following information was provided by the initial reporter: material no.: 305110, batch no.: unknown (provided: 8298998). 1. Description of issue: contact reported not being able to fill a syringe with 5 different needle tips. 2. Number of occurrences: 5. 3. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. 4. Item number: -26 g, 3/8" needle ¿ 305110. 5. Product lot number: 8298998. 6. For bd product only, are samples available for investigation? No. 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. 9. Resolution: customer used needle tips until one worked. Customer went through 5 that did not work all with same syringe.